Manufacturer narrative:
The customer¿s report of the tubing breaking apart (determined to be a separation) and leaked at silicone segment was confirmed. The separation was observed at the engagement between the upper fitment and the silicone segment tubing. The upper fitment retainer ring was not received for visual inspection and dimensional analysis. Visual inspection of the silicone segment observed retainer ring indentations, indicating that a ring had been assembled onto the set during manufacturing assembly. Dimensional analysis of the upper fitment and silicone segment observed all dimensions to be within specifications. Functional testing was not performed due to the missing retainer ring and the separation and leak that would occur. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspection clear liquid was observed in the drip chamber and entire length of tubing. No other abnormalities were observed on the set during visual inspection. The root cause of the separation and leak that would occur could not be definitively determined.

Event description:
It was reported that an infusion of (ns) normal saline 1 liter, was initiated at 0506, and programmed at a rate 50ml/hr. At 0518 the device alarmed for occlusion. The rn checked the IV and pressed to restart the channel, however; it was noticed that the tubing broke apart and leaked at the silicone segment due to; "the pressurized force above the channel". The customer stated that there was no IV push meds given at that time and no harm to the patient was reported.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that an infusion was programmed at an unspecified rate when the device alarmed for occlusion. The rn checked the IV and pressed to restart channel however noticed that the tubing broke apart and leaked from the pressurized force above the channel.